Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. An internal/external inspection and electrical testing were performed. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits, indicating that the device had failed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the condition could not be determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.